Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms previously communicated and displayed across all monitors were no longer displayed. No adverse event occurred.